Event description:
This unsolicited case from united states was received on 12-jun-2017 from an other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few days developed knee stiffness and knee swelling. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On an unspecified date, after unknown latency, patient developed knee stiffness and knee swelling. It was reported that the knee was not aspirated before the injection (off label use) and a steroid injection was given after wards. Corrective treatment: steroid for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: required intervention for both events additional information was received on 22-jun-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 12-jun-2017 from an other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few days developed knee stiffness and knee swelling. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On an unspecified date, after unknown latency, patient developed knee stiffness and knee swelling. It was reported that the knee was not aspirated before the injection (off label use) and a steroid injection was given after wards. Corrective treatment: steroid for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events.